Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device: ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 06/23/2016; the strip lot # d160914-1 was manufactured on 09/14/2016 and expired in 09/2018. Ok biotech received no complaints from same manufacturing batch of strips; we tested the retain strips of same batch (lot#d160914-1) from our warehouse, the control solution tests for level low were 63/65 mg/dl; for level high were 256/261 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 due to the end user's prodigy diabetes meter was not working properly and she continuously received higher than normal readings. The end user felt weak and nervous. She tested her blood glucose 3 times and after taking insulin she still experienced high readings. The paramedics were called and performed a blood glucose test with their meter and the result was 184 mg/dl. No treatment was administered and no further actions were performed. No additional details were provided in relations to this medical event.